Event description:
It was reported that during preparation, the protective sheath of the multi-link 8 stent was noted to be bent, and was unable to be removed. During the attempt to remove the protective sheath, the shaft of the stent delivery system became torn, making it impossible to be used. There was no contact with the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink, difficulty to remove the protective sheath and damage to the notch was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.